Manufacturer narrative:
The returned device was evaluated and had the cannula assembly deployed. Inspection of the fluid path found no bends or kinks in the soft cannula. A leak test was performed and no evidence was found that would contribute to the reported leaking during wear. Inspection of the needle mechanism found no evidence that would result in the cannula improperly inserting. A root cause for the reported cannula improperly inserting and leaking during wear could not be determined. No other defects or deficiencies were found that would result in a failure of the device to deliver insulin.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the reported needle mechanism failure. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide, model: ust400, 17845-5a-aw rev b 09/17. Changing your pod chapter 3 / pages 33: warning: check the infusion site after insertion to ensure that the cannula was properly inserted. If the cannula is not properly inserted, hyperglycemia may result. Checking your blood glucose chapter 4 / page 36: warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patient¿s blood glucose reached 400 mg/dl while wearing the pod between 1 and 4 hours. The needle mechanism did not fully deploy as intended during activation. Customer stated that she knew her cannula had not inserted because she could feel insulin on her skin. Customer stated when she removed pod, the cannula was bent on to the adhesive.